Manufacturer narrative:
Additional narrative: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a total joint replacement orthopedic surgical procedure, it was discovered that the motor device signaled an e2 error code and the burr device would not spin freely. The reporter indicated that the device was unplugged and then re-plugged in; however, the issue was not resolved. There were no delays to the surgical procedure as a spare device was available for use. It was reported that the device passed the drill test after the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device was giving an e2 error. It was determined that the motor was worn out, causing the device to lock up and give an e2 error. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out motor from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.